Manufacturer narrative:
Review of the submitted system controller log file showed low speed events and pump stoppages on (B)(6) 2017, with corresponding driveline disconnected, low speed, and low flow hazard alarms. The events occurred while the system was connected to the power module and batteries. Evaluation of the returned portion of the driveline confirmed damage that could have contributed to the reported low speed/pump stoppage events while the system was connected to the power module. The replaced portion of driveline was returned measuring approximately 16 inches. The outer silicone jacket revealed a small tear of the distal end bend relief terminus, however, no breach exposing the bionate layer beneath was observed. No damage to the bionate layer was identified. Electrical continuity testing revealed an electrical short between the brown wire and the metal braided shield. The bionate layer was removed and visual inspection of the metal braided shield showed some breakdown 0.5 inches and 2.5 inches from the controller connector. Visual inspection of the wires beneath the metal braided shield revealed a breach in the insulation to the brown wire at the nipple of the connector housing. The conductors within the wire were partially fractured and exposed to the metal braided shield. The damage to the brown wire appeared to be the result of fatigue failure due to repetitive flexing at this location. High potential testing did not reveal any additional insulation breaches that would have contributed to an electrical short. If the exposed conductors of the damaged wire made contact with the metal braided shield while the system was operating on a tethered power source such as the power module, the resulting electrical short to ground could have caused the reported low speed events and pump stoppages while the system was connected to the power module.the evaluation did not reveal any damage that would have contributed to the reported events while the patient was connected to the batteries, however, the entire driveline was not returned. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months.  The patient remains ongoing with the device. The portion of the driveline that was replaced was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that low speed and low flow events occurred. The patient was asymptomatic. Review of the system controller log file by the manufacturer's technical services representative found motor stopped events that started on (B)(6) 2017 and occurred on both battery and a/c power support. X-ray images of the driveline did not reveal any obvious areas of concern. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement procedure was performed. After the repair, no additional alarms were reported, including while the lvad system was on a/c power. No additional information was provided.